Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received fentanyl (20.0mg/ml, 7.997mg/day), clonidine (1200mg/ml, 4 79.8mg/day), bupivacaine(30.0mg/ml, 11.996mg/day), and unknown morphine (50mg/ml, 19.993mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The current healthcare provider (hcp) made mistakes, one included a pocket fill on (B)(6) 2016. The patient spent the night screaming in pain. The next day, the patient was taken to the hospital via paramedics and was in intensive care for overdose. Narcan was administered. After the incident, the patient had to go to dialysis and developed heart problems. The cause of the event was not determined. The pump was emptied prior to refill. The presumptive diagnosis by the managing physician was if medication was in the pump, it was from the refill.

Manufacturer narrative:
Updated.

Event description:
Information was received from a consumer regarding a patient who received fentanyl (20.0mg/ml, 7.997mg/day), clonidine (1200mg/ml, 4 79.8mg/day), bupivacaine (30.0mg/ml, 11.996mg/day), and unknown morphine (50mg/ml, 19.993mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The current healthcare provider (hcp) made mistakes, one included a pocket fill on (B)(6) 2015. The patient spent the night screaming in pain. The next day, the patient was taken to the hospital via paramedics and was in intensive care for overdose. Narcan was administered. After the incident, the patient had to go to dialysis and developed heart problems. The cause of the event was not determined. The pump was emptied prior to refill. The presumptive diagnosis by the managing physician was if medication was in the pump, it was from the refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.